Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were 37 non-sustained tachycardia episodes and 4 ventricular fibrillation episodes with a v-v cycle length of less than 220 milliseconds recorded between (B)(6) 2013 and 1335 of the 3067 lifetime ventricular short interval counts occurred since (B)(6) 2013.

Event description:
It was reported that the patient experienced three inappropriate shocks due to right ventricular lead oversensing. The short interval counts (sic) were noted to be high. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).